Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It ws reported that multiple, altitude alarms occurred. Customer was ultimately able to clear the alarm and resume insulin delivery. There was no reported impact to customer¿s blood glucose